Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 04/08/2016.

Manufacturer narrative:
(B)(4) - urinary problems; recurrence. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and prolapsed. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and bleeding. It was reported that patient underwent partial removal of mesh on (B)(6) 2011 due to extrusion. It was reported that patient underwent removal of mesh on (B)(6) 2012 due to recurrent rectocele, sui and extrusion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urge incontinence, hematuria, uti and atrophic vaginitis.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary urgency.